Manufacturer narrative:
A medtronic representative went to the site to test the equipment. The reported issue was unable to be replicated, and has not occurred again, using the same system, instruments, and software. The software investigation was unable to determine probable cause without further information since the behavior could not be replicated.

Event description:
A medtronic representative reported that, while in a spine procedure using the clydesdale trials, the trajectory 2 view would flip laterally. It was tracking in the beginning, in the 12 o'clock position, then when the trial was inserted partially into the anatomy, the trajectory 2 view flipped the anatomy and trial to the 6 o'clock position. In trouble-shooting, when the medtronic representative attempted to flip the image back to the 12 o'clock position, the software returned it to the 6 o'clock position. The surgeon opted to continue and completed the procedure with the use of the navigation system. There was no impact on patient outcome.

Manufacturer narrative:
No further issues have been reported. No parts have been returned to manufacturer for analysis. Part not returned to manufacturer.